Event description:
Surgeon was in the process of inserting graft into the joint using a mallet to apply pressure on the back of the graft press when the distal end of the graft inserter broke off and became lodged into the si joint. The broken piece was too far anterior in the joint and was not retrievable in the current set up. Surgeon proceeded to implant the second implant only and then closed the case.